Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to this reported event.

Event description:
This procedure is part of the (B)(6). Two covered stents were placed post silverhawk atherectomy due to an a-v fistula that was created during the procedure. The intervention was succesul and the patient was discharged the following day.